Manufacturer narrative:
Trackwise #: (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance, which could be considered related to the reported event recorded in the lot history. The device was returned to the factory on 17sep2020 and investigated on 18sep2020. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. A small portion of the silicone insulation on the center of the hot jaw and concave side of the jaw was torn away, and detached. The detached portion of the silicone was not returned for investigation. The heater wire was observed to be twisted and completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material twisted/bent; wire" and confirmed for analyzed failure "peeled: jaw". The DHR was reviewed and has been confirmed that the product was not sent out to the facility with any defects. The vendors certifies that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, when they took the device out of the box the cutter was bent and they saw it right away and never used the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.